Manufacturer narrative:
Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4). There is no PMA / 510(k) number for this system as it is being filed as a similar device that is approved in the united states. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the system control unit (scu). The system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera did not start. The issue was resolved by rebooting. This issue was noted outside of a procedure, and there was no patient involvement.